Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. The patient experienced a skin reaction under the entire sensor patch area with a rash and scar. They reported that they had a small operation related to the skin reaction, but no details were provided. Multiple attempts to reach the patient for further information were unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).